Event description:
It was reported that while monitoring a pt's ECG on lead ii, the display screen of the device seemed to freeze and showed a lead fault error. The user then turned the device off and back on again, and it functioned normally for a period of time before failing.